Manufacturer narrative:
H3: analysis of the devices revealed that the echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be damaged (punctured) proximal to distal marker band. The distal tip was noted to be pre-shaped. No other anomalies were observed. The axium prime coil was returned within the introducer sheath. The axium prime coil pushwire was found to be broken but retained by release wire at break indicator. The axium coil was found to be already detached and returned. The axium coil was found to be stretched and stuck within introducer sheath. No other anomalies were observed. The echelon-10 micro catheter was flushed, water exited from puncture and distal tip. One in house silverspeed-14 guidewire was able to enter and pass through the echelon-10 micro catheter hub. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil and echelon catheter encountered resistance. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right vertebral artery with a max diameter of 6 mm and a 5 mm neck diameter. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that there was resistance at the distal end of the catheter and the coil couldn't pass through it. It was reported the axium spring coil was stuck at the tip of the microcatheter andcouldn't be pushed out. It was reported there was coil resistance/stuck at catheter hub. There was catheter damage in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received that the coil came out of the introducer sheath smoothly.